Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user was hospitalized and admitted to the hospital for diabetic ketoacidosis (dka) after being found unconscious at home and was transported to the hospital where they were treated for dka. The ilet was powered off during hospitalization, and the caregiver contacted support regarding a charger needed to sync data. No long-term health effects reported.